Event description:
It was reported that after the fiber had been used for a while, both the fiber and debris shield were damaged. The fiber burned out making it impossible to use. It was noted that this was the first time the fiber had been used. The procedure was completed after the original device was replaced. There were no patient complications. Analysis of the returned fiber identified a break in the fiber tip.

Manufacturer narrative:
Visual inspection of the fiber body observed no damage. Microscopic inspection of the fiber identified the fiber tip had been broken. Additionally, the fiber connector exhibited burn marks on the face. Functional testing of the fiber showed it had been used once, and nine treatments were left. The aiming beam was dim. The root cause of the fiber tip break was not able to be identified. However, the fiber tip break and burn marks would most likely have affected the device's performance. Based on the investigation results, the most probable cause of cause traced to component failure was assigned.

Event description:
It was reported that after the fiber had been used for a while, both the fiber and debris shield were damaged. The fiber burned out making it impossible to use. It was noted that this was the first time the fiber had been used. The procedure was completed after the original device was replaced. There were no patient complications. Analysis of the returned fiber identified a break in the fiber tip.

Manufacturer narrative:
Visual inspection of the fiber body observed no damage. Microscopic inspection of the fiber identified the fiber tip had been broken. Additionally, the fiber connector exhibited burn marks on the face. Functional testing of the fiber showed it had been used once, and nine treatments were left. The aiming beam was dim. The root cause of the fiber tip break was not able to be identified. However, the fiber tip break and burn marks would most likely have affected the device's performance. Based on the investigation results, the most probable cause of cause traced to component failure was assigned.